Event description:
Procedure: anterior resection. According to the reporter: the staple line leaked as staples did not form properly. Two additional sulus were applied to stop leakage and tissue was resected. Surgery time was extended by 30 to 40 mins. No relevant medical history was available.